Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the paramedics came on (B)(6) 2022 to her home due to low blood glucose. It was stated that the customer has had 3 severe hypoglycemia episodes. Customer changed the battery when it asked to at the time. Both her continuous glucose monitoring and blood glucose meter became disconnected. Customer was not able to turn auto mode back on due to the disconnection. It was unknown if the auto mode was active at the time of incident. The insulin pump will not be returned for analysis.